Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the station is not communicating, offline in rss. The customer confirmed that the device has per to it and the issue occurred around 11:30am causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer suggested the customer to get the port checked with the customer it as it was a port issue. The system functioned as intended after the customer troubleshooted the device.